Event description:
After treatment with juvederm, the pt experienced an autoimmune disease. Follow up findings from the physician noted that the pt presented with polymyalgia approximately six weeks after treatment with juvederm, but did not specifically cite with juvederm as the cause, as that is not known. No report of any interventions required was noted by the physician. The lot number was not available from the physician.

Manufacturer narrative:
Medwatch sent to FDA on 12/15/2008.